Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump exhibited alerts and stopped pumping periodically. Subsequently, the patient switched to backup pump. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one cadd-ms3 was returned for investigation in good condition. The customer reported product problem was verified. The investigator inspected the pump, and during power up, the error code 114 was displayed on the screen. The error code 114 was referenced to a motor issue. Further investigation of the pump determined that the motor was defective due to a high current draw. This was the root cause of the issue. The motor was replaced as a result.